Event description:
It was reported that the pulse generator exhibited a message -diagnostics cleared because they were invalid- the message was cleared. After re-interrogating the device, normal function resumed. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.